Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurry vision. Account indicated that patient could not see street signs or television clearly at 1 week post iol implantation and vision fluctuated as well as the manifest refraction. Once refraction was stabilized patient decided on yttrium aluminum garnet (yag) capsulotomy hoping it would help. But in the end patient still unsatisfied, hence doctor explanted the iol. Pre-operative visual acuity 20/60, post-operative 20/30 -2. It was provided that the incision was enlarged during the explant. Explanted lens was replaced with a different model and diopter iol (model zcu225, 17.0 d). There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 23 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or be related to blurry vision or treatment via yag could be identified. The complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.